Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are in excruciating pain and they needs to have the implant removed. Patient stated the implant is under the skin but it is surfacing closer to the skin and they can feel it with her own fingers. Patient stated she was in really bad pain - pt clarified she was at a level 10 for pain. Patient thought it was from the product of moving in the pocket. Patient was in the ER last tuesday night because they thought something was wrong with her kidney but they did not find anything wrong with her kidney.  Agent reviewed that a surgeon needs to be consulted to do the explant. Patient mentioned that the device never felt comfortable in the pocket. Patient did get some relief in the early years with the device but then they didn't get any relief so they has not had it turned on in at least 2 months or 3 months. The patient was redirected to their healthcare provider to further address the issue.